Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their reservoir had a leaking anomaly. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the reservoir leaked insulin when they removed the plunger. Troubleshooting was not provided. The reservoir will be returned for analysis.